Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer attempted to contact customer on several occasions to ensure the initial concern has been resolved-unable to establish contact with customer.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer's information was provided to technician who was unable to contact the customer via telephone. No further information was able to be obtained.